Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open orthopedic procedure, while at the skin closure, the suture thread broke an hour and 45 minutes long into the procedure while using an interrupted suturing technique. Another suture was used to resolve the issue. There was no patient injury.